Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse confirmed that the reported endoscopic camera manipulator (ecm) issue did not reoccur, and the system was currently functioning. However, two issues were identified for ecm. The ecm insertion hard stop was missing, which may impact the ecm zoom-in function and could cause the endoscope to detach from the arm. Second, intermittently, the ecm gets stuck, and the camera zoom in/out movements do not function properly. The system was verified and ready to use. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the customer informed the technical support engineer (tse) that the endoscopic camera manipulator (ecm) axis 3 spindle was broken after undocking and undraping the arm, with no fragments falling from the arm. The procedure was completed using the same system configuration. No known impact or patient consequence was reported.